Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5098460.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Reprogramming the patient was unsuccessful. X-rays showed that the lead was in the correct position and that the device was working correctly. The patient underwent an explant procedure. The explanted devices were disposed.